Manufacturer narrative:
(B)(4): during an atrial fibrillation (afib) procedure it was reported there was noise issue on the carto 3 system on the body surface leads (1, 2, and 3), coronary sinus signal and lasso signal. Issue was resolved by exchanging the body surface ECG cables. It was also reported there was a map shift during the case and no error message was displayed. Additional information provided stated the catheters were displayed out of the map. Both lasso and nav catheters shifted position. The physician stated the patient coughed when map shift occurred. The procedure was completed without any patient's consequence. Field service engineer was on-site when the map shift issue occurred. The physician stated the patient had a change in posture (patient coughed) which likely caused a relative motion of the heart with respects to the back patches. The doctor stated the catheter locations returned back to the "normal" positions with respect to the original map. This was most likely due to patient returned to his/her original posture. The patient postural change caused the map shift (patient coughed). This caused a relative motion of the heart with respects to the back patches. No error message was expected. No interference with the outcome of the case. The ablation sessions were completed. Per the comprehensive user guide, caution in rare cases, the relative position between the patches remains the same but the position of the heart relative to the back patches has changed. Due to such internal anatomic displacements, there might be misalignment of the map to the heart location. When in doubt, close the current map and begin a new one. DHR review was performed. No anomalies were noted in manufacturing or service. The customer's complaint for the mapshift issue was confirmed. An internal corrective action was initiated to address the reported cable issue.

Event description:
During an atrial fibrillation (afib) procedure it was reported there was noise issue on the carto 3 system on the body surface leads (1, 2, and 3), coronary sinus signal and lasso signal. Issue was resolved by exchanging the body surface ECG cables. It was also reported there was a map shift during the case and no error message was displayed. Additional information provided stated the catheters were displayed out of the map. Both lasso and nav catheters shifted position. The physician stated the patient coughed when map shift occurred. The procedure was completed without any patient's consequence.

Manufacturer narrative:
(B)(4).